Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: guide wire: runthrough; guide cath: launcher ebu3.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in by st. Jude medical (B)(4) company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Type PMA/510k # of this medwatch correspond to the device currently marketed for sale in the u.s.

Event description:
It was reported that using a radial artery access approach during a procedure of the 99% stenosed, mildly tortuous, heavily calcified, de novo, mid left anterior descending (lad) artery with a vessel diameter of 3.0 mm and the lesion length of 30 mm resistance was met during protective sheath removal and the 2.25 x 15 mm tenku balloon dilatation catheter (bdc) met slight resistance in the anatomy but was used for pre-dilatation when during the second inflation at 12 atmosphere (atm) the balloon ruptured. There was no reported adverse patient effect. A 2.0 x 14 mm unspecified bdc was used for pre-dilatation and a 3.0 x 28 mm xience stent was deployed without reported issue and the procedure was completed. There was no reported clinically significant delay in the procedure. No additional information was provided.